Event description:
Reported fell asleep with massager in bed about 3 or 4 am. At approximately 7:30am she alleges she heard a pop. Smelled something and then felt burning on her side. She said she has burns on her leg and hip. No medical treatment was sought. She said the unit caused burn damage to her bed linen. The unit was off when it caused the damage. Company sent a call tag to retrieve the unit and it was refused. She was supposed to forward the pictures and expense receipts but has not done so as of this date. She purchased the product in 2005.